Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, while on the second firing of the gastric resection the reload only partially fired and would not advance after 15 mm. Another reload was used to complete the case. There was no patient injury.